Manufacturer narrative:
Analysis no longer required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 7121q lead, implant date: (B)(6) 2011; 1782tc lead, implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited non capture, and as the patient had worsening heart failure post non capture, the lv lead was capped and replaced. No further patient complications have been reported as a result of this event.